Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead stiffness test was performed and found to be within specification.

Event description:
It was reported that the lead perforated the right ventricular myocardia. Lead was explanted.